Event description:
It was reported that a bcc unit had been primed and was ready for a procedure when the left roller head accelerated to an unspecified excessive speed. The pump could only be shut down by turning off the main power switch. The event occurred after priming and prior to connection to the pt. No pt injury.